Event description:
On (B)(6) 2012 the patient reported that the audio bolus button was very difficult to press and required multiple button presses to achieve desired response. The patient noted that the issue began about 6 to 8 months ago. It was reported that the patient relies very much on the audio bolus button as the patient is visually impaired. No additional complaints about the keypad buttons were reported. There was no patient impact associated with this complaint. The complaint is being reported because the issue with the unresponsive button could not be resolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.